Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). On (B)(6), 2021 customer alleged that they changed the battery, but it keeps saying insert battery. Also the retainer ring has broken off the pump. Pump received with a missing retainer ring. Unable to perform displacement and occlusion tests due to the missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to the missing retainer ring. The following were noted during visual inspection: missing retainer ring, missing reservoir tube o-ring, broken belt clip rails, scratched case. After battery installation, a blank display was noted. Unable to perform the displacement, rewind, prime, seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the blank display. Also unable to upload pump history/trace files using thus due to the blank display. The case was cut open. After visual inspection, there is corrosion in, around the following: battery compartment, battery board; electrical board1--components around. After plugging a known good electrical board2 into the test electrical board1 and then the test case, a blank display was noted. After plugging the test electrical board2 into a known good electrical board1 and then into the test case, the unit was able to boot up. Since the test electrical board2 was working, the software version was able to be obtained. In summary, a blank display was noted after battery installation. The is due to the corrosion on electrical board1. The customer's claim for recurring "insert battery" error message is unable to be confirmed because unable to upload pump history/trace files due to the blank display. However the customer's claim of a broken retainer ring is confirmed.

Event description:
Information received by medtronic indicated that the insulin pump had breaking out with the infusion sets. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.